Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation is breached at 9,10 and 13 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high frequency noise. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.